Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one coil had grown into the wall of my uterus"), device expulsion ("migration of essure device location of device: uterus/one coil had grown into the wall of my uterus"), pelvic pain ("chronic pelvic pain"), device breakage ("hysteroscopic removal of the remnant of the right device") and staphylococcal infection ("wound vac for staph infection") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(4)2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criterion medically significant), alopecia ("hair loss"), arthralgia ("joint pain/ hip pain/ feet pain"), menorrhagia ("excessive and abnormal bleeding during menstruation"), nausea ("nausea"), migraine ("migraines"), weight increased ("weight gain"), headache ("headaches,"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pain in extremity ("hand pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)), surgery (bilateral salpingectomy on (B)(4)2016), surgery (hysteroscopic removal on (B)(4)2016) and surgery. Essure was removed on (B)(4)2016. At the time of the report, the embedded device, device expulsion, pelvic pain, device breakage, staphylococcal infection, alopecia, arthralgia, menorrhagia, nausea, migraine, weight increased, headache, fatigue, abdominal pain, dyspareunia and pain in extremity outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, device breakage, device expulsion, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, staphylococcal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(4)2015: total bilateral occlusion quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, I acutely anchoring itself until the insert elicits tissue in growth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(4)2018: pfs received: new events: staphylococcal infection, device expulsion, nausea, migraine, weight increased, headache, fatigue, abdominal pain, dyspareunia, pain in extremity were added. Reporter, patient demographic information, other relevant history updated. Product stop date updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one coil had grown into the wall of my uterus"), device expulsion ("migration of essure device location of device: uterus/one coil had grown into the wall of my uterus"), pelvic pain ("chronic pelvic pain"), device breakage ("hysteroscopic removal of the remnant of the right device") and wound infection staphylococcal ("wound vac for staph infection/ staff infection") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included device expulsion with mirena. Concurrent conditions included body mass index normal and ovarian cyst (cyst of left ovary). Concomitant products included ibuprofen from 2014 to 2015 and oxycodone since 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced autoimmune disorder ("autoimmune disorder"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), nausea ("nausea"), migraine ("migraines"), weight increased ("weight gain"), headache ("headaches,"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), wound infection staphylococcal (seriousness criterion medically significant), arthralgia ("joint pain/ hip pain/ feet pain"), menorrhagia ("excessive and abnormal bleeding during menstruation"), abdominal pain ("abdominal pain"), pain in extremity ("hand pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysteroscopic removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, device breakage, wound infection staphylococcal, arthralgia, menorrhagia, weight increased, abdominal pain, pain in extremity and autoimmune disorder outcome was unknown, the alopecia, fatigue and abdominal pain lower was resolving and the nausea, migraine, headache, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, weight increased and wound infection staphylococcal to be related to essure. The reporter commented: per mr: on (B)(6) 2014, procedure details: the coils were noted to be 5 out of the right ostia. 2 coils were noted out of the left ostia. On (B)(6) 2016, essure coil is on the left side and there was a piece of one on the right as well. On (B)(6) 2016, left essure coil is partially visualized. On (B)(6) 2016, essure noted in cornual region on the right measuring 1 cm. Essure noted possibly embedded in the myometrium measuring 2.2 cm. On (B)(6) 2016, right essure still partially embedded in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device breakage , dyspareunia, joint pain, alopecia, abdominal pain and abdominal pain lower. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, I acutely anchoring itself until the insert elicits tissue in growth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: events (autoimmune disorder, dysmenorrhea) were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, I acutely anchoring itself until the insert elicits tissue in growth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 02-feb-2017: quality-safety evaluation of product technical compliant was received. On 10-feb-2017: updated quality-safety evaluation of ptc was received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe and chronic pelvic pain. She underwent a bilateral salpingectomy as well as a hysteroscopic removal of the remnant of the right device (seen as device breakage). The events are anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, the exact date and mechanism of device breakage was not known. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device breakage ("hysteroscopic removal of the remnant of the right device") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), device breakage (serious criteria medically significant and clinically significant/intervention required), alopecia ("hair loss"), arthralgia ("joint pain") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (hysteroscopic removal on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, device breakage, alopecia, arthralgia and menorrhagia outcome was unknown. The reporter considered pelvic pain, device breakage, alopecia, arthralgia and menorrhagia to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe and chronic pelvic pain. She underwent a bilateral salpingectomy as well as a hysteroscopic removal of the remnant of the right device (seen as device breakage). The events are anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, the exact date and mechanism of device breakage was not known. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.